Manufacturer narrative:
Patient is over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used to treat a bleed in the fundus portion of the stomach during a hemostasis procedure on (B)(6), 2011. According to the complainant, during the procedure, the clip would not release from the delivery catheter. The scope was in a straight position and the handle of the device had to be torqued in order to release the clip from the catheter. The clip remained attached to the mucosa and no additional clips were required to complete the procedure. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.